Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to turn on the pump's feature lock settings. Reportedly, the customer would put in a random amount of carbohydrates for bolus delivery and the contact did not want this to continue happening. Customer's blood glucose was 170 mg/dl. Customer turned on feature lock and resumed insulin therapy.